Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right mentor smooth round moderate plus profile 300cc saline prosthesis, serial number: (B)(4), catalog number: 3502300. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic male patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 300cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
Mentor received additional initial reporter information on 4/13/2018. The device history record (DHR) was reviewed on 4/11/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).